Event description:
A surgeon reported that during intraocular lens (iol) implant surgery he noticed a shearing defect at the edge of the lens optic. Which he was able to tuck into the bag. He stated that now the shearing optic defect has "poked out around the capsule edge and may be chafing the iris." Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Two photos were provided by the reporter. Photo one shows a close up of an eye with what appears to be a lens with optic damage. Photo two shows a magnified view of the area of concern. It appears as if the optic is damaged/cut on the edge with optic material possibly still attached. No final determination can be made without examination of the physical sample. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on (B)(4) 2012 and (B)(4) 2012, by phone, fax, and mail. A completed questionnaire has not been received. (B)(4)..